Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd ultra-fine¿ insulin syringe was found with a ¿misaligned scale¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: fifteen ( 3/10cc, 12.7mm, 29g syringes were returned in open poly bags from lot # 6319798 and 3/10cc, 12.7mm, 29g syringes were returned in open poly bags from lot # 7058738. Customer states that the scale is misaligned. All returned syringes were examined and one sample from lot # 6319798 exhibited a crack in the barrel ranging from the 0-10 unit markings. All remaining syringes were tested using the plug gauge and the placement of the scale markings for all remaining syringes fell within specifications. A review of the device history record was completed for batch# 6319798. All inspections and challenges were performed per the applicable operations qc specifications. A review of the device history record was completed for batch # 7058738 all inspections were performed per the applicable operations qc specifications. There was one notification (B)(4) noted for high zero lines. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cracked barrel for lot # 6319798). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (misaligned scale). Based on the above, no CAPA is required at this time. Investigation conclusion: possible root causes for a cracked barrel: defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. Infeed dial at barrel printers. Loss of back pressure at infeed rail also at form fill & seal. Added the following lot#: lot # provided: 7058738. Medical device expiration date: 03/31/2022. Device manufacture date: 02/27/2017.